Event description:
Home pt connected themself to the homechoice device before they should have, during prime. Baxter technician instructed home pt to restart with new supplies. No pt injury or medical intervention reported by spouse of home pt or unit rn.